Event description:
It was reported there was oversensing on the ventricular channel, and a shock was delivered. Noise was reproduced with pocket manipulation. At the time of device explant, it was found the rv (right ventricular) lead connection was solid, but oversensing was observed. Blood was observed in the rv port. Lead testing found all measurements were normal. The lead was reused. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found; analysis noted the grommet was damaged.